Event description:
It was reported that 600 x 5.5mm radius rod broke while being bent with in-situ benders.

Manufacturer narrative:
Method: device history review; complaint history review; results: the cause of the fracture is unknown, but likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading). Conclusion: the radius vitallium rod (5.5mm diameter x 600mm length) was returned fractured from the field. The fracture occurred during in situ bending using the in situ benders. The product issue caused a 5 minute surgical delay and a replacement of the rod was readily available. The returned product was closely inspected and investigated. There were no manufacturing issues or raw material issues identified. The product was subjected to rigorous material analysis inspecting compositon, fracture surface morphology, and metallographic analysis of grain size. All material specifications were met and there were no material abnormalities.

Event description:
It was reported that 600 x 5.5mm radius rod broke while being bent with in-situ benders.